Event description:
It was reported that a multirate infusor underinfused. The reported expected therapy time was 50 hours; however, the infusion was complete after 96 hours. This occurred during infusion of 100ml of an unknown anti-gd2 chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date: july 28, 2011 ¿ july 29, 2011. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with 5 ml of fluid within the bladder. The device was visually inspected and functionally tested. The fluid was drained from the bladder and then flow testing was performed. The device performed within specifications. The reported problem was not verified. The cause of the problem was undetermined. If additional relevant information is obtained, then a follow-up MDR will be submitted.